Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube and window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.